Manufacturer narrative:
One 0.018" guidewire was received for evaluation. A visual examination of the device confirmed the report. The guidewire has a knot approximately 1/2" from the distal end. The root cause for this incident could not be determined. The report indicated that there was difficulty during the procedure navigating the wire to the superior vena cava. During this the guidewire curled back in several directions. The technique used caused the tip of the wire to loop over itself and become knotted preventing removal. This type of event has been well documented in the literature when difficult insertions occur.

Event description:
During placement of the PICC, a knot arose in the guidewire. The vessel was smoothly punctured and the guidewire introduced, initially taking the jugular pathway. The guidewire curled back in several directions and eventually a knot arose. The wire got stuck in the vein approximately 10 cm proximal from the puncture side. The wire was eventually pulled from the vessel, causing damage to the basilica vein a new guidewire and dilator were opened and used to place the PICC in another vein.